Manufacturer narrative:
The event date was not reported, therefore, it was estimated. Lu c. Zeng j, meng q, zeng z, pulmonary artery perforation caused by a left atrial appendage closure device. Catheter cardiavasc lnterv. 2020;96: e744-e746. Https://doi.org/10.1002/ccd.28541.

Event description:
Reported via journal article. It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. The device achieved compression of approximately 15-25 percent with no significant residual leakage or pericardial effusion. Patent ductus arteriosus(pda) was occluded by using a 10-12 mm pda occlusive device after the watchman procedure. No pericardial effusion was discovered by transesophageal echocardiogram(tee) before leaving catheterization laboratory. Four hours after the procedure, the patient was detected to have hypotension and hyperhidrosis. An echocardiogram showed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and a pigtail drain was left in the patient. Approximately 800 ml of blood was aspirated and removed from the patient. To determine the cause of the continuous bleeding, a surgical exploration of the heart was performed. The laa surface and left atrium were carefully explored by the surgeon. One anchor of the watchman device had perforated through the laa wall, and there was a surrounding hemorrhage of the outer wall. After laa excision and pa neoplasty, the patient was transferred to the intensive care unit for further management and was discharged 14 days later.